Manufacturer narrative:
The tech replaced the twisted turnbuckle and rod to repair the stretcher.

Event description:
Info received indicates the trendelenburg function is not working on the stretcher.